Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The unit returned has the distal tip kinked and the working length broken. The visual and tactile inspection was performed and the device returned fractured in two sections. The distal section presented the body kinked and the spring tip damaged (coilwire unraveled and corewire fractured). All the outer diameter measurements are within the specifications. The returned device was sent for external analysis. The (B)(4) lab returned the following result. Failure on sections distal a and proximal b occurred in a wire region presenting rotational wear (and reduction of wire diameter) by an external component. Failure on section distal a occurred due to torsion overload with a final tension event. Failure on section proximal b occurred due to torsion overload. No evidence of matching between sections distal a and proximal b segments was observed. Failure on section distal c and proximal d occurred due to a torsion/bending overload. Section distal c and proximal d present matching characteristics indicating correspondence among them. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2013-09774. It was reported that a guidewire separation occurred. The target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 330cm rotawire and a 1.75mm rotalink¿ plus were selected to treat the target lesion. During platform testing while external to the patient, it was noted that the rotawire became separated. The rotawire was exchanged for another of the same device. However, the second rotawire could not be inserted through the burr. The rotalink plus was also exchanged for another of the same device. The procedure was then completed without issue. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2013-09774. It was reported that a guidewire separation occurred. The target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 330cm rotawire and a 1.75mm rotalink plus were selected to treat the target lesion. During platform testing while external to the patient, it was noted that the rotawire became separated. The rotawire was exchanged for another of the same device. However, the second rotawire could not be inserted through the burr. The rotalink plus was also exchanged for another of the same device. The procedure was then completed without issue. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2013-09774. It was reported that a guidewire separation occurred. The target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 330cm rotawire and a 1.75mm rotalink¿ plus were selected to treat the target lesion. During platform testing while external to the patient, it was noted that the rotawire became separated. The rotawire was exchanged for another of the same device. However, the second rotawire could not be inserted through the burr. The rotalink plus was also exchanged for another of the same device. The procedure was then completed without issue. No patient complications were reported and the patient¿s status is good.